Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units, and the air removal step was not performed during the load process. The customer's blood glucose level was 75 mg/dl.